Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Corrected data: health effect - clinical code.

Manufacturer narrative:
Corrected data: b5.

Event description:
Per additional information received, ipg 6662 sn (B)(6) was not explanted on (B)(6) 2023 as previously reported. The device information for the explanted ipg is unknown.